Event description:
It was reported that the patient presented at the hospital for atrial fibrillation. Upon interrogation, it was found that their right atrial (ra) lead exhibited a failure to sense, loss of capture, and low pacing impedance. It was discovered via x-ray that the ra lead had dislodged. The ra lead was successfully repositioned on (B)(6) 2025. The patient remained stable.